Event description:
Alleged event: healthcare professional reported "bilateral implant ruptures" diagnosed via mammogram of a non-(B)(6) device. This record is for the right side. The device was explanted and replaced. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".